Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received. One event was confirmed. Evidence of leaking was found; however, there were no component malfunctions found with the device. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.